Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question as to whether the atrial tachycardia/atrial fibrillation (at/af) episodes were real af or oversensing. Therefore, atrial sensitivity was adjusted to try to eliminate the far field r-wave (ffrw) oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.